Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker hip. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding crack/fracture involving a restoration modular stem was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other event for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history and follow-up notes are needed to investigate this event further.

Event description:
Additional information as per medwatch: it was reported that there was a prosthetic joint implant failure. Op report stated, "fracture of the distal titanium tapered stem."

Event description:
It was reported that patient had a revision on(B)(6) 2014, due to a broken implant hip.